Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation surgery with a 475cc mentor smooth round spectrum saline breast implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 8, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the spec smooth rnd 475cc breast implant. The product was returned to mentor for evaluation, the tubing, the connector, and the injection dome were not returned. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the spec smooth rnd 475cc breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was noted on the posterior view, measuring approximately 0.1 cm. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 2, 2021, mentor became aware that patient underwent bilateral removal and replacement with a non mentor breast implant on (B)(6) 2021. Reason for device explant and/or reoperation: deflation. On may 20, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).